Event description:
A pt reported experiencing inaccurate high results with an ultra meter. The pt's blood glucose results were 118 mg/dl vs. Lab result of 95 mg/dl. Tests were done within 5 minutes with a difference of 23%. Pt did not experience any adverse events.